Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device was discarded. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "femur was pulled off and replaced with ts femur. Cr insert was replaced with ps insert."